Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on pump therapy that required hospitalization on (B)(6) 2014. The reporter stated that the patient had a blood glucose level of 300 mg/dl with symptoms of extreme drowsiness and nausea. The reporter stated that emergency medical services were contacted and that the patient was hospitalized. While at the hospital, the patient was allegedly treated with IV fluids and insulin via injection. The reporter stated that the patient had been diagnosed with stage 4 cancer and was taking additional medications such as benzodiazepine, ssris, as well as other unspecified treatments. The reporter stated that the patient had experienced a coma during the event, but at the time of the call it was impossible to determine the cause of it. The reporter reviewed the pump with a customer technical support representative and found that there was evidence of corrosion in the battery compartment of the pump. The reporter stated that the o-ring was missing from the battery cap as well and that the patient had never replaced the battery cap for their pump. This complaint is being reported because the patient experienced a hyperglycemic event as a result of a power issue with the pump.

Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated on 10/17/2014 with the following findings: there were reboot events observed in the pump¿s black box. The black box recording does not go back far enough to the initial date of the event. The daily insulin delivery totals that were recorded in the pump correctly reflected the user's programmed basal rates. There was no damage found to battery compartment or the battery cap. The pump powered on normally with no alarms observed. The pump was exercised for 24 hours with no power issues or alarms occurring. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The audio bolus button was found to be missing from the pump. The battery cap was measured to be within specifications. There was no evidence of moisture damage observed in battery compartment. The pump opened for investigation and no evidence of moisture damage found inside the pump. A leak test failed as a result of the missing audio bolus button. The initial allegations could not be confirmed or duplicated investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.